Event description:
Manufacturer reference number: 2017865-2021-36444 . It was reported that the patient presented in clinic with an infected pocket. On (B)(6) 2021, the physician explanted the right ventricular (rv) lead, and atrial lead. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
Additional information: add related manufacturing reference number for pacemaker to b5

Event description:
Manufacturer reference number: 2017865-2021-37242